Event description:
Caller alleges a defective display on the pump. No adverse event reported. No product will be returned due to custom and legal issues in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6) federation while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Custom and legal issues in (B)(6).